Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with the naked eye and the homechoice machine was found contaminated with patient solution (drained solution) and because of this, it was not possible to perform functional tests. The device was turned on without electric shock and the grounding connections were inspected with no issues. The reported issue of an electric shock was not verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received electrical shocks from the on/off button of the homechoice device when turning it on. The patient was not in contact with any metal part of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.